Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541 investigation summary: bd received 2 photos for investigation. One of the customer photos shows the sharp end of the cannula sticking out past the end of the sleeve, while the other photo displays batch and material information. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode: sleeve function. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, 5 devices exhibited poor sleeve function where the sleeve did not recover and the np needle protruded from the sleeve. There was no health impact or consequences reported.